Event description:
It was reported that the power unit on the sternal saw had power, but the motor was not turning. The user facility's biomedical engineer (biomed) hooked the motor up to a foot pedal to test and it would not turn over. No other details regarding the nature of this event were provided.